Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump over-delivered insulin. Customer reported to have gotten 12.5 units of insulin and without reason, insulin pump delivered a second 12.5 units of insulin and then received a motor error alarm and then went blank. Customer's blood glucose was 32 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal. Customer was not able to remove reservoir and infusion set due to blank display. Customer was not able to continue troubleshooting due to driving. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm or blank display was noted. There was no data available in the download history file due to the pump did not have a battery installed when received. Unable to verify the 12.5 unit anomalies due no data being available. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.